Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, the tip of the cotton swab was broken in the forceps mouth and could not be removed. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. From the results of inspection and evaluation, the following issues were discovered: insertion tube is squashed. Scratches on the boot of the insertion tube. Scratches on the control section. Scratches on the video connector, case, and lg connector. Bending angle is insufficient because of the stretched angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The reported phenomenon of "swab was put inside the instrument channel outlet and could not be removed" might have occurred due to human error. Since there was no detailed information as to why a swab was inserted into the instrument channel outlet, the cause could not be further determined. The suggested phenomenon "brush could not be removed" was concluded to have occurred due to the customer attempting to push the swab with a brush from the tip of the scope, and then the brush became stuck. Since the specification of the brush that could not be removed was unknown, the cause could not be further determined. Olympus will continue to monitor field performance for this device.